Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) external cable was broken inside. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h11. Corrected field: h6(type of investigation).

Event description:
It was reported that during the preparation of the device for use with a patient, the cardiosave intra-aortic balloon pump's (iabp) external cable was broken inside. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the cable was broken inside. The fse states they soldered the cable. The unit passed all functional and safety tests. Based on the given information it is unclear which cable the complaint means specifically, however due to the usage of the phrase "it can bring the signal from outside as a source normally", the part in question is likely the ECG cable. If further information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a.